Event description:
Caller reported a tandem mobi cartridge alarm, but there was no adverse impact to the customer's blood glucose level. The issue was not related to the load process, and there was no previous report of similar alarms with this pump. To resolve the issue, the customer changed the infusion sets and cartridges. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.